Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 43 days of data (B)(6) 2022. Per the timestamp). The log file captured a no external power alarm on (B)(6) 2022 from 19:58:48 until the controller was placed into sleep mode (captured at 20:52:15) due to a loss of external power while connected to the mpu. The system controller backup battery supported the system during the loss of external power. The driveline was disconnected on (B)(6) 2022 at 20:52:14 and was not reconnected for the remainder of the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided communicated that the mpu was removed from service and would not be returned for analysis. It was stated that the power became disconnected as the patient was passed out and a responding family member was in the process of exchanging the patient¿s power source, however, the family member did not complete the exchange and cardiopulmonary resuscitation (CPR) was performed on the patient. The root cause of the no external power alarm was determined to be the mpu being disconnected from power to perform a power source exchange. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2022. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that stated the events seen in the log files were related to the patient being coded by the emergency medical services team. The patient passed out and the responding family member was in the process of switching power to the mpu. The switch was not completed as the family member started cardiopulmonary resuscitation (CPR) on the patient. The mpu did have a v-lock connector. The patient's time of death was 20:56 on (B)(6) 2022.

Event description:
It was reported that the patient expired on (B)(6) 2022 due to ventricular tachycardia (vt). It was noted that the patient had a history of vt pre-ventricular assist device (vad) and it was not thought to be related to the device. Log files were submitted for evaluation of the events leading up to the patient's death. The data indicated a switch from mobile power unit (mpu) power to batty power on (B)(6) 2022 at 06:38:58. Power was switched back to the mpu at 19:10:55. At 19:32:56 a momentary low flow event was recorded, which was brief and likely did not generate an audible alarm. At 19:33:40 a low flow alarm was recorded where the average flow was 2.4 lpm. From 19:43:58 through 19:58:39 low flow alarms continued and the average flow was 0.3-1.4 lpm. At 19:58:48 the data indicated that both power leads lost power while connected to the mpu, and a no external power event became active. The backup battery was used to support the system and the pump speed was recorded at 5400 rpm. At this time the controller was still in a low flow alarm state. At 20:10:03 a silence alarm button pushed event occurred. The controller was still in a low flow hazard alarm state, and a no external power was still active. The backup battery was being used to support the system and pump speed was still 5400 rpm. Between 20:12:07 and 20:37:17 there were many silence alarm button pushed events recorded. The controller was still in a low flow hazard alarm state, the no external power was still active, and the backup battery was used to support the system. Pump speed was recorded at 5000-5400 rpm. At 20:52:14 a driveline disconnect event was recorded and at 20:52:15 a system controller shutdown sequence started event was recorded. Related manufacturer's reference number for the death report on the pump: 2916596-2022-14543.

Manufacturer narrative:
Additional information has been requested regarding the mpu's involvement in the patient outcome. The patient's death is being captured on the pump under MFR # 2916596-2022-14543. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.